Event description:
Patient admitted to hospital for removal of embedded iud. The iud could not be removed post normal vaginal delivery secondary to patient having retroverted uterus. Iud was in lower uterine segment on posterior wall of uterus. The iud device removed was t-shaped partially wrapped in metallic wire measuring 3.5 cm in length, 3.2 cm in width and 0.2 cm in diameter with attached plastic threading 5 cm in length.